Event description:
A malfunction alarm with code malf 15 was reported, and the customer was assisted by technical support to reset the pump. There was no reported impact to the customer's blood glucose level. After the reset, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.